Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. In an unspecified amount of time after cataract surgery, the patient underwent a secondary ocular procedure. Vitrectomy with c2f6 gas was performed on (B)(6) 2015. The healthcare facility reports that opacification was observed on (B)(6) 2015. The patient's vision was impaired by the development of opacification and on (B)(6) 2016 the lens was explanted. Vitrectomy surgery and procedures in which gas and air are introduced into the eye have been associated with iol opacification/calcification in published literature. Additional information, including a detailed patient medical history, has been requested from the healthcare facility in order to facilitate further investigation of this report. Device not returned to manufacturer.

Event description:
On (B)(6) 2016, rayner intraocular lenses limited received notification of an event that occurred following implantation of an unspecified rayner iol model. The event description provided by the healthcare facility states "patient had cataract surgery with rayner iol previously. Patient then underwent vitrectomy with c2f6 gas on (B)(6) 2015. Iol found to be opacified on (B)(6) 2015".